Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the blue cannula seal detached and landed in the pt's leg when the harvester pushed the c-ring forward. The seal was seen by using the scope in the tunnel. A forcep was used to extract the blue seal from the leg's original incision. No add'l incision was required. The procedure was completed using the same device. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.